Manufacturer narrative:
The hill-rom tech found the scale reading inaccurately. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech recalibrated the scale to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating that the bed scale was not reading correctly. The bed was located at a hill-rom service ctr not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).